Event description:
It was reported that the iab kinked during a sheathed insertion. The assembly was exchanged. There were no reported pt complications.

Event description:
The iab kinked during a sheathed insertion. The assembly was exchanged, there were no reported patient complications.